Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that theinfusion set cannula was sideways when taking off. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information was available.